Event description:
Walgreens. Myself. Problem within hours. No warning only showed high on pump screen. Changed quick set and refilled cartridges. Lactic acidosis. Hospitalized 4 days. Will take weeks to recover and it's too soon to know if there are permanent damages from tslim medical equipment failure. / product details: quick set failure. Pump stopped giving insulin. High bs on screen. Cwent into lactic acido.